Event description:
It was reported that a clearlink continu-flo solution set leaked from the connection between the pump segment and the rubber sleeve. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.